Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report for the reported event therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos show an eye in surgery screen with white material. Reported issue of white substance was confirmed from photo. Issue of occlusion of phaco tip cannot be confirmed from photo. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery a patient had corneal burn which was closed with suture, the reporter also informed that it might be due to improper flushing of ophthalmic phacoemulsification handpiece or due to occlusion of phacoemulsification tip. A white, soft substance that came from the handpiece while in the patient's eye. Procedure was completed using another handpiece by flushing the eye. This file represents the ophthalmic phacoemulsification tip involved in the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).